Event description:
It was reported that during a laparoscopy for diagnostic reason, the veress needle was inserted. After a few minutes of observation, the surgeon found unusual blood in high abdominal cavity and anesthesis also found drop in blood pressure. Surgeon then found a hole in the aorta and quickly converted to a laparotomy. A vascular surgeon was then called and patient underwent major surgery to repair the aorta. The surgeon is not sure what caused the injury to the aorta (veress needle or trocar).